Event description:
The customer reported via phone call that the insulin was foaming. When insulin dripped out of the reservoir it was white and foamy. The customer sometimes saw air bubbles when filling the reservoir. Customer's blood glucose level was 10.0 mmol/l. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.